Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a electrohydraulic lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was still continued and completed with this device. There were no patient complications reported as a result of this event.